Event description:
The facility returned the device for service. During service the baxter repair, technician noted an extremely high number of main battery depleted alarms and 2 discharges below alarm threshold.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007.evaluation summary:the condition of an extremaly high number of main battery depleted alarms was confirmed. The main batteries were 2 discharges below alarm threshold. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-(B) (4).(B) (4)